Event description:
It was reported that prior to using bd bbl¿ trypticase¿ soy agar soybean-casein digest agar, pkg. Of 20 plates the customer observed biological contamination of the media. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer found that the media was contaminated with bacteria before usage."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation., therefore the investigation was limited. A device history review is not required for this defect per qp1405 based on a review of the complaint history, no product trend was identified. This complaint is unable to be confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar), pkg. Of 20 plates the customer observed biological contamination of the media. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer found that the media was contaminated with bacteria before usage."